Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction: "attaching one way valve and vacuuming the balloon, removing the balloon from the tray carefully with grasping the balloon close to the kit as usual." The staff commented that "the balloon looked tightly wrapped so they tried to insert the iab into the sheath introducer which had been already inserted in the pt's left femoral artery." The iab could not be advanced into the entrance of the sheath introducer. The staff "argued that the close part of the iab tip looked to be damaged without special event." As a result, they removed the iab from the sheath and then could successfully complete the iab insertion using another iab.